Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported that during a functional endoscopic sinus surgery (fess), the device did not work as intended. The burr had initially worked, then eventually stopped completely. A console and two (2) separate handpieces were used with the burr for testing, however the issue remained. The drill was taken from the handpiece and it was observed that part of the white piece of plastic in the drill where the drill is inserted into the handpiece was chipped up. The procedure was prolonged over an hour and was then aborted due to a lack of burrs. The patient had to be rescheduled for a new procedure. There was no patient harm reported. The device was inspected prior to the procedure and no damage or abnormalities were observed. The user facility later reported that the reason why the burrs broke was that they were used on a patient with an osteoma. The bone tissue was too hard for the burr to drill away. The rotation speed of the shaver became too small to handle this. The customer acknowledged that burrs were used in a procedure they are not intended to be used in. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the facility and the legal manufacturer¿s investigation. Per the customer, there were no comorbidities as the patient was a healthy young man. The cause of the surgery was due to a large osteoma that grew into the orbit and resulted in reduced mobility and double vision. Everything went as planned during the surgery except that the equipment did not work and they did not get the last part of the osteoma. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause has been determined to be user error in which the customer was utilizing the device in a manner that is not intended for per the instruction for use. This customer error would result in the device not functioning as intended.